Event description:
A pocket revision was performed to relocate the patient's implant site, due to implant touching some screws in the patient's back. The patient is reportedly doing well.

Manufacturer narrative:
This is the final report.